Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device was alarming for occlusion during an infusion of insulin running on a primary line at 4ml/hr and normal saline infusing at 100ml also running on a primary line y sited at the nearest port to the IV . When clinician checked line for occlusion and when none was found hit "start". After multiple alarms for occlusion the customer attempted to troubleshoot and change the occlusion pressure settings, however was unable to in the selected profile. When the customer changed profiles on the device from labor and delivery to intensive care unit (ICU) profile, they were able to adjust the occlusion pressure setting and the device did not have any additional occlusion alarms. The customer alleges the troubleshooting tips previously given did not work under the "labor and delivery" profile and has requested assistance. Clinical consultant is assisting customer with trouble shooting. There was patient was reported to be hypoglycemic (blood glucose 50) later in the night however customer states it was not attributed to the pump.